Event description:
Device malfunction: partial premature deployment. Time of malfunction: during device unpackaging. Symptoms/ae: none. It was reported that during preparation of the xpert device, when the package was being opened, it was noticed that the stent was already partially unsheathed. The customer reported there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.